Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported upon review of a remote transmission by a monitoring service that the right ventricular (rv) lead exhibited oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event. 2026-02-10: it was further reported that the rv lead exhibited noise alert and/or interference on the electrograms (egm) potentially affecting the normal functioning of the system. False positive non-sustained ventricular tachycardia episode was noted. 2026-05-26 it was further reported that the rv lead exhibited high number of sensing integrity counter (sic) intervals. 2026-05-27: it was further reported that the right atrial (ra) lead exhibited noise and mirror imaging. The rv lead exhibited mirror imaging. It was also reported that the ra lead and rv lead exhibited possible interaction (abrasion) and possible lead insulation breach.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.